Event description:
It was reported that the patient underwent an ambicor penile prosthesis (app) surgery due to there was a leak in the right cylinder. The app device was replaced with a new 15.5 mm app. No patient complications were reported in relation to his event. No more information is available at the moment, additional information will be provided as relevant information becomes available.